Event description:
Reporter alleged blood glucose monitoring device base power connectors 3 and 4 are blackened as well as the same ones on meter. Reporter stated the power cord was corroded as well however no actions were taken and no treatment was received as a result of alleged incident. A request was made for the return of the suspect device and replacement product was sent.